Event description:
My husband had the medtronic cobalt hf crt-d device to treat tachycardia. The device was supposed to pace out episodes and if necessary, deliver shock therapy when necessary. On the day of his death, he collapsed and the device failed to deliver therapy. I requested a device check thru his cardiologist's office that placed the device and monitors same. Since request I have been locked out the mychart app that houses his device and medical records. The doctors office called me and said on the day of his death (B)(6) 2025 he had one unsustained episode of tachycardia at 3:11pm and no therapies were delivered. In (B)(6) 2025 he had one untreated episode of tachycardia. I asked how that was possible as he died on (B)(6) 2025. No reasonable explanation was provided. I requested access to the report. They refused to email the report but said they would print it out and mail it to me.